Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: (B)(4). Model: sc-2366-70. Serial: (B)(4). Batch: 5149316. Product family: scs-linear leads: upn: (B)(4). Model: sc-2218-50. Serial: (B)(4). Batch: 5108079/5112231.

Event description:
It was reported that the patient was not getting good stimulation anymore due to lead migration which was confirmed through an x ray. The patient underwent a lead revision procedure wherein the two fifty centimeter leads were explanted. The patient was doing well postoperatively, and the explanted leads will not be returned.